Manufacturer narrative:
(B)(4). Date of initial report: 12/16/2016. Date of follow-up report: 02/06/2017. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the active electrode cable was burnt while utilizing a forcefx-8ca electrosurgical generator. Some flames were observed. The customer stated that the cable was damaged to the point where the unit would no longer cut. No indication was given of how the flame was extinguished. There was no patient harm associated with this incident. Additional questions were asked but no additional information has been provided.